Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-04-03. They went to a follow up appointment with the patient and the implanting physician. The patient¿s pain has become excruciating in the right side of abdomen and not able to lift right leg that well. The patient states he feels stimulation in low back and down right leg (pain needed for scs implant) but it doesn't help this new pain that has increased since implant. MRI reveals good and unchanged paddle position since implant. No new findings. No history of falls. The patient and the implanting physician want to explant the scs system. Plans for this are in the near future but date is not known at this time. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(4) 2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative and a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the rep had to see the patient on an emergency basis due to the report of severe pain at the lead location/right ribs. The patient reported severe sudden abdominal pain when the ins was on or off. It was unknown if the pain was related to the device. The rep stated they had seen the patient post-operatively twice with no report of pain. The patient reported good coverage and pain relief. When the patient was questioned why they did not report the pain to the rep, the patient stated it comes and goes. The patient said it really flared about a month ago. The patient was sent for an MRI and x-ray. The rep reprogrammed the device and reported that stimulation does not exaggerate the reported pain. The stimulation was in the right leg as needed. The patient had a follow-up appointment on april 3rd with the hcp to review the MRI and x-ray results. Program a, b, and c all have good coverage of painful area in back and right leg and did not worsen the area of pain the patient was reporting. No further complications were reported.